Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2016: product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-oct-2018, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (gablofen) 2,000 mcg/ml at 1,100 mcg/day via an implantable pump for unknown indication for use. It was reported that the patient had experienced reduced efficacy of therapy from the baclofen pump over the past year. The managing physicians had needed to increase the dosing approximately 50% in over the past year, so they suspected a potential issue with the flow of drug in the catheter. The patient had a dye study recently on (B)(6) 2024, but it was inconclusive as the physician was unable to aspirate the catheter. During the revision surgery on (B)(6) 2025 with the hcp, he attempted to perform an additional dye study. However, he was unable to aspirate the catheter. Then, he tried to push the dye through the catheter access port (cap) chamber, but he faced strong resistance and could not push more than 1 cc of dye through the cap chamber. Next, he opened up the pump pocket and saw the pump segment had a visual kink nearby where it connected to the pump. He visually saw that the catheter had turned a corner back on itself at a sharp angle. The hcp determined that this kink was the cause of the catheter issue. Once the hcp replaced the pump segment with a new pump segment (from a new 8780 kit), he was able to visually see cerebrospinal fluid (csf) flow, and he was able to aspirate the catheter successfully. The issue was resolved at the time of this report with patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
H3. Analysis identified a kink in the catheter body. Analysis identified an area of compression on the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.